Event description:
This unsolicited case from united states was received on 22-nov-2017 from patient. This case concerns a (B)(6) years old patient who received treatment with synvisc injection and on the same day patient was unable to walk on that leg, knee was swollen, knee swelled 2-3 times normal size with pain, unable to weight bear on the leg, knee pain; after unknown latency had fever averages 101.4, heart at times races, light headed, get overheat easy and pain, after 10 days had aspiration. No medical history was reported. Patient was allergic to penicillin (swelling) and hydrocodone/hydromorphone (vomiting). Concomitant medications included levothyroxine sodium (levothyroxine) for hypothyroidism, topiramate for migraine, estradiol (divigel) for hormone replacement, escitalopram oxalate (escitalopram) for anxiety and acitretin for psoriasis. On (B)(6)-2017, at 08:00 am, the patient received treatment with intra-articular synvisc injection, 1 df (frequency, indication, lot number and expiration date: not reported) for no cartilage in left knee. On the same day, by 02:00 pm, patient's knee swelled 2 to 3 times the normal size with pain, patient was unable to bear weight on leg. It was reported that on the same day evening, patient was in the emergency room and received pain medication. On the same day, patient was unable to walk on that leg, the knee was swollen so that patient was going noble to bend it. It was reported since that visit to the ER, patient had been unable to walk without crutches and her husband's support. Patient only leave bed to use the bathroom. On an unknown date in (B)(6)-2017, after unknown latency, patient fever averages 101.4, heart at times races, and got light headed or overheat easy when patient do get up. Patient had to take time off of work because of this. Till (B)(6)-2017, patient not had any swelling reduce nor had the pain/ fever gone away. On (B)(6)-2017, patient had blood work and had high inflammation markers. On the same day, patient had 2 aspirations and no infection was confirmed (latency: 10 days). On (B)(6)-2017, blood work was performed again and high inflammation markers were observed. As of (B)(6)-2017, it was reported that swelling had decreased slowly but still not back to normal. Patient must use crutches. Action taken: unknown corrective treatment: crutches for unable to walk on that leg; paracetamol (tylenol) for fever averages 101.4, pain medication, shot of muscle relaxant, x rays, diclofenac sodium (diclofenac), paracetamol with codeine for unable to weight bear on the leg, knee was swollen, knee swelled 2-3 times normal size with pain, knee pain, aspiration for joint effusion and not reported for rest events outcome: unknown for heart at times races, knee pain, unable to weight bear on the leg, light headed, aspiration, get overheat easy; recovering for knee was swollen, knee swelled 2-3 times normal size with pain and not recovered for rest events a pharmaceutical technical complaint (ptc) was initiated and results were ponding for the same seriousness criterion: persistent or significant disability for unable to walk on that leg additional information was received on 15-dec-2017 from patient. Patient's age and height was added. Medical history and concomitant medications were added. Indication, treatment stop date and dose of synvisc was added. Additional events of unable to weight bear on the leg, knee pain and aspiration were added along with details. The event term knee was swollen was updated to knee was swollen, knee swelled 2-3 times normal size with pain and corrective treatment was added. Laboratory test results were added. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 15-dec-2017: follow up information received, does not change previous case assessment. This case concerns a patient who received treatment with synvisc and was later not able to walk. On the basis of clinical course and significant temporal relationship, causal role of suspect product cannot be denied for occurrence of the event. However, lack of information regarding medical history, concurrent condition and past drugs precludes complete medical assessment of the case.

Event description:
This unsolicited case from united states was received on 22-nov-2017 from patient this case concerns a (B)(6) years old patient who received treatment with synvisc injection and on the same day patient was unable to walk on that leg, knee was swollen, knee swelled 2-3 times normal size with pain, unable to weight bear on the leg, knee pain; after unknown latency had fever averages 101.4, heart at times races, light headed, get overheat easy and pain, after 10 days had aspiration. No medical history was reported. Patient was allergic to penicillin (swelling) and hydrocodone/hydromorphone (vomiting). Concomitant medications included levothyroxine sodium (levothyroxine) for hypothyroidism, topiramate for migraine, estradiol (divigel) for hormone replacement, escitalopram oxalate (escitalopram) for anxiety and acitretin for psoriasis. On (B)(6) 2017, at 08:00 am, the patient received treatment with intra-articular synvisc injection, 1 df (frequency, indication, lot number and expiration date: not reported) for no cartilage in left knee. On the same day, by 02:00 pm, patient's knee swelled 2 to 3 times the normal size with pain, patient was unable to bear weight on leg. It was reported that on the same day evening, patient was in the emergency room and received pain medication. On the same day, patient was unable to walk on that leg, the knee was swollen so that patient was going noble to bend it. It was reported since that visit to the ER, patient had been unable to walk without crutches and her husband's support. Patient only leave bed to use the bathroom. On an unknown date in (B)(6) 2017, after unknown latency, patient fever averages 101.4, heart at times races, and got light headed or overheat easy when patient do get up. Patient had to take time off of work because of this. Till (B)(6)-2017, patient not had any swelling reduce nor had the pain/ fever gone away. On (B)(6)-2017, patient had blood work and had high inflammation markers. On the same day, patient had 2 aspirations and no infection was confirmed (latency: 10 days). On (B)(6)-2017, blood work was performed again and high inflammation markers were observed. As of (B)(6)-2017, it was reported that swelling had decreased slowly but still not back to normal. Patient must use crutches. Action taken: unknown corrective treatment: crutches for unable to walk on that leg; paracetamol (tylenol) for fever averages 101.4, pain medication, shot of muscle relaxant, x rays, diclofenac sodium (diclofenac), paracetamol with codeine for unable to weight bear on the leg, knee was swollen, knee swelled 2-3 times normal size with pain, knee pain, aspiration for joint effusion and not reported for rest events outcome: unknown for heart at times races, knee pain, unable to weight bear on the leg, light headed, aspiration, get overheat easy; recovering for knee was swollen, knee swelled 2-3 times normal size with pain and not recovered for rest events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: persistent or significant disability for unable to walk on that leg additional information was received on 15-dec-2017 from patient. Patient's age and height was added. Medical history and concomitant medications were added. Indication, treatment stop date and dose of synvisc was added. Additional events of unable to weight bear on the leg, knee pain and aspiration were added along with details. The event term knee was swollen was updated to knee was swollen, knee swelled 2-3 times normal size with pain and corrective treatment was added. Laboratory test results were added. Clinical course was updated. Text was amended accordingly. Additional information was received on 14-dec-2017. Global ptc number and ptc results added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 14-dec-2017: follow up information received, does not change previous case assessment. This case concerns a patient who received treatment with synvisc and was later not able to walk. On the basis of clinical course and significant temporal relationship, causal role of suspect product cannot be denied for occurrence of the event. However, lack of information regarding medical history, concurrent condition and past drugs precludes complete medical assessment of the case.

Event description:
This unsolicited case from united states was received on 22-nov-2017 from patient. This case concerns a female patient (age unspecified) who received treatment with synvisc injection and on the same day patient was unable to walk on that leg, knee was swollen; after unknown latency had fever averages 101.4, heart at times races, light headed, get overheat easy and pain. No medical history, concurrent conditions, past drugs, concomitant medications were reported. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, indication, lot number and expiration date: not reported). It was reported that on the same day evening, patient was in the emergency room, unable to walk on that leg, the knee was swollen so that patient was going noble to bend it. It was reported since that visit to the ER, patient had been unable to walk without crutches and her husband's support. Patient only leave bed to use the bathroom. On an unknown date in (B)(6) 2017, after unknown latency, patient fever averages 101.4, heart at times races, and got light headed or overheat easy when patient do get up. Patient had to take time off of work because of this. Till (B)(6) 2017, patient not had any swelling reduce nor has the pain/ fever gone away. Action taken: unknown. Corrective treatment: crutches for unable to walk on that leg; not reported for rest events outcome: unknown for heart at times races, light headed, get overheat easy; not recovered for rest events. A pharmaceutical technical complaint (ptc) was initiated and results were ponding for the same seriousness criterion: persistent or significant disability for unable to walk on that leg pharmacovigilance comment: sanofi company comment dated 29-nov-2017: this case concerns a patient who received treatment with synvisc and was later not able to walk. On the basis of clinical course and significant temporal relationship, causal role of suspect product cannot be denied for occurrence of the event. However, lack of information regarding medical history, concurrent condition and past drugs precludes complete medical assessment of the case.